Event description:
It was reported three days prior to report the patient was unable to initiate her urine stream. It was stated the implantable neurostimulator (ins) was on at that time. It was stated the patient turned her device off the day prior to report but the issue persisted. The patient was redirected to her healthcare provider. Additional information stated the patient had a kidney stone which was passed on (B)(6) 2013. Symptoms included pain with voiding and decreased voiding (B)(6) 2013. The patient passed the kidney stone and had a uti, which was treated. The patient was last seen on (B)(6) 2013 and the implantable neurostimulator (ins) was working well for her. It was stated the event was not caused by the ins. No injury or hospitalization was noted.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va011wd, implanted: (B)(6) 2012, product type: lead. (B)(4).